Manufacturer narrative:
The information submitted reflects all relevant data received. Followup did not offer any additional information; therefore, we are unable to fully evaluate the reported event. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a healthcare professional that the death was device related. The devices have since been received by the manufacturer. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.